Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer generated an error. However, analysis determined that there was a touch pen failure. It was noted that the 50 speed light emitting diode (led) did not light up. It was further noted that the power cord was damaged but functional. Additionally, it was noted that the handle covers were not seated properly due to loose mounting screws and the lower and upper case were not aligned correctly. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software as preventative and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned to service and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.